Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an unspecified infusion rate was intended to be 75 ml/hr, but 450 ml infused in 1.5 hours. Reportedly fluids were started at 1657, and at 1830 the nurse and realized that the 500ml bag was almost empty. There is no report of any patient harm or medical intervention.

Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed. The pcu event logs showed that at 3:52 pm on (B)(6) 2016 an infusion of drug ID 2 was started at 75ml/hour with a vtbi of 150ml. Drug information was unable to be determined as neither the pcu nor data set were returned. At 5:34 pm the module alarmed for door opened followed by check IV set, and a few seconds later for channel disconnect; the module was removed from the system. The primary volume infused was 127.595ml. At the same time the same infusion of drug ID 2, rate 75 ml/hr and vtbi 150 ml was started on another attached channel. At 6:16 pm the vtbi was changed to 75 ml. At 6:20 pm the vtbi was changed to 500 ml indicating a new bag may have been hung. The primary volume infused at this point for the second infusion was recorded as 55.55 ml. The infusion continued with additional vtbi changes. The pump module was channeled off on (B)(6) 2016 at 6:30 am. The total primary volume infused for this second infusion (including the 55.55 ml) was 967.308ml. Functional testing was performed and the device was found to be infusing within specification. The root cause of the reported over infusion was not identified.